Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement and self tests. The self test returned a pump error 75. No unexpected critical pump errors (open book image) or pump error 24 were noted during testing. Attempt to upload using thus was successful. After inserting a known good electrical board 2 and a known good electrical board 1 and then into the test case, the sleep current measurement fell within specifications but the self test failed because the vibrator didn't vibrate when it was supposed to. After inserting the test electrical board 2 onto a known good electrical board 1 and then into the test case, the sleep current measurement was still within specifications but the self test failed because the vibrator failed to vibrate. Finally after inserting known good electrical board 2 onto the test electrical board 1 and then into the test case, the sleep current measurement read high and the self test returned a pump error 75. After visual inspection, there is corrosion in/around the following: electrical board 1. Plus the white power wire going from the electrical board 1 connector to the vibrator was cut. In summary, the high sleep current measurement and the pump error 75 are due to the moisture damage on electrical board 1. The vibrator didn't vibrate when it was suppose to because of the cut white power wire. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error followed by critical pump error. No harm requiring medical intervention was reported. Insulin will be returned for analysis.